Event description:
Caller reported that pump quick bolus or wake button was difficult to press and required multiple attempts to activate the pump screen. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.